Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the instruments failed because they are jammed. The procedure was successfully completed with no surgical delay. No other medical intervention required. No further information provided. During manufacturer's investigation of the returned device it was identified that the proximal tang was deformed/ bent outward. This device condition was evaluated and determined to be reportable on (B)(6) 2022. This report is for one (1) 3.2mm wire guide sleeve. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was conducted. Visual inspection: the drillsl yell (part#03.037.018, lot# 2l54050) was returned and received at us cq. Upon visual inspection at cq, it is observed that the proximal tang was deformed/ bent outward. Also, the yellow color markings on the device were missing. The missing epoxy was investigated under CAPA and does not require any additional investigation for this defect. No other issues were observed with the returned device. Functional test: a functional assessment was performed on the complaint device with the returned mating device guide sleeve yell, both devices were able to assemble and disassemble but showed resistance. The deformed condition of the tang could have contributed to the complaint device. Dimensional inspection: feature: shaft diameter was measured and found conforming per relevant drawing. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the devices showed resistance during functional test. The potential cause for the device interaction condition could be due to deformed tangs. The missing epoxy was investigated under CAPA. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: product code #: 03.037.018. Synthes lot #: 2l54050. Release to warehouse date: 26jan2019. Manufacturing site: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.